Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient.

Event description:
It was reported that exalt d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones on (B)(6), 2024. During procedure, the physician noted poor quality image in the form of a honeycomb effect on the scope's lens while trying to cannulate. The procedure was completed using the original scope. There were no patient complications related to this event.